Event description:
It was reported that during a removal of metalwork the tip of the device broke while removing a 3.5 comp ft screw. All parts were retrieved from the patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the distal drive geometry of the 3.5 mm beveled ft driver, cannulated, short, t10 hexalobe had broken off. Functional testing was not performed due to the damage to the device. It was not indicated if a torque-indicating adapter had been used with the device. The most likely cause is attributed to over-torquing/over-engaging the driver within the screw head.